Event description:
It was reported that during a ureteroscopy procedure, the fiber tip broke off but did not fall into the patient. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. B1. Adverse event/product problem: correction d4 unique identifier (UDI) : correction e1 initial reporter fax: correction g1 manufacturing site: correction

Event description:
It was reported that during a ureteroscopy procedure, the fiber tip broke off but did not fall into the patient. The procedure was completed using another fiber without patient complications.